Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial compound break was noted on the attached catheter approximately 4.0cm from the distal end of the cath-lock. The edges of the partial compound on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, what appeared to be thrombus, was observed exiting the break area with water. Aspiration was attempted and was unsuccessful as water did not fully return to the attached in-house syringe. Therefore, the investigation is confirmed for the reported catheter fracture, identified wear and deformation issue. However, the investigation is unconfirmed for the reported material separation issue as there was no complete separation noted on the catheter. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port allegedly had cracks on the catheter when examined under the x-ray. It was further reported that the catheter allegedly broke into two parts. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port allegedly had cracks on the catheter when examined under the x-ray. It was further reported that the catheter allegedly broke into two parts. Reportedly, the catheter was removed. There was no reported patient injury.